Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant the right ventricular (rv) lead could not be placed into the right ventricle due to patient anatomy. Upon removal of the lead, the rv lead got hung up on the tip of the sheath and two burred areas were noted at the distal rv coil. A second rv lead was attempted. Due to patient anatomy the second rv lead could not be placed and during removal the second rv the same issue occurred as the first with apparent damage to the lead. A third rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-62 stylet was inserted in the lead was able to be passed through without resistance. The lead was passed through a fresh 9 fr introducer and had resistance while passing the proximal end of the svc coil through the introducer. The exposed rv coil is distorted at 56.2 cm and 59 cm. The exposed svc coil is distorted at 36 cm, damaged at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.